Event description:
It was reported that the patient had a suspected thrombus. During a unrelated procedure, an echocardiogram was performed and a thrombus formation on the right atrial (ra) leadless pacemaker was confirmed. The patient had been previously prescribed anticoagulant medication, and will continue. No further intervention was performed. The patient was stable and will continue to be monitored.